Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for failed back surgery syndrome and spinal pain reported via the manufacturer¿s representative (rep) starting a couple of weeks ago they felt like it took too long to charge and claimed they weren't getting the implantable neurostimulator (ins) to 100% charged. It was noted the consumer hadn't been recently reprogrammed, switched to a new group, or increased their parameters. The rep. Walked the consumer through troubleshooting regarding recharging allowing the consumer to achieve eight coupling boxes. The rep. Also looked at the recharger history which showed the consumer did get the ins up to 100% charge recently about a week or so ago, but the consumer still felt like it was taking them too long to charge. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.